Manufacturer narrative:
Follow-up #1 date of submission 01/04/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed low battery alarms, replace battery alarms, and a drastic voltage fluctuation. A visual inspection of the pump showed that battery compartment was cracked. Evidence of moisture corrosion was visible in the battery compartment and on the underside of the returned battery cap. No damage was found to the returned battery cap. The pump failed a leak test at the battery compartment. The pump¿s current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was damaged and the metal contacts of the battery cap were damaged. There was also reportedly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.